Manufacturer narrative:
An event involving an unknown accolade stem regarding crack/fracture was reported. The event was confirmed. Method & results product evaluation and results: the device was not returned for testing but photos were provided for review. The photos showed a recently removed femoral stem, missing the trunnion and showing signs of damage that indicate fracture. Clinician review: right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital. The ap pre-op x-ray shows a pressfit tha. The trunnion of the femoral stem is fractured. The femoral head has remained in contact with the acetabular component. The photograph shows a substantial amount of black stained tissue. A fractured femoral stem is confirmed. No documentation other than the photograph has been provided to document revision surgery. The root cause of this loss of the femoral stem fracture cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: not performed as the lot number was not provided. Complaint history review: not performed as the lot number was not provided. Conclusions: it was reported that the patient was revised due to crack/fracture. A review of the provided medical records by a clinical consultant indicated: "right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital. The ap pre-op x-ray shows a pressfit tha. The trunnion of the femoral stem is fractured. The femoral head has remained in contact with the acetabular component. The photograph shows a substantial amount of black stained tissue. A fractured femoral stem is confirmed. No documentation other than the photograph has been provided to document revision surgery. The root cause of this loss of the femoral stem fracture cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total hip revision. Pre-op diagnosis: right femoral component fracture. Stem removed in 2 pieces: broken trunnion, distal portion of stem. No further information available per hospital.